Event description:
Same case as: 6000093-2006-02481. Same pt as MFR report #: 6000093-2005-01078 and - 01079. It was reported that 574 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced an in-stent restenosis. The index procedure identified one de novo, bifurcated, 100% stenosed lesion of the distal rca (right coronary artery) measuring 2.75x55mm. Target lesion one was treated with predilation and placement of two 2.75x32mm taxus express2 drug eluting stents in an overlapping fashion resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. The pt experienced a target vessel reintervention of the distal rca due to diffuse in-stent restenosis 574 days following the index procedure which was treated with placement of another MFR's drug eluting stent. The pt was discharged one day following the reinstervention on asa and plavix.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.